Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. You should perform a control solution test when: you suspect that the built-in bg meter or test strips are not working properly. You think your bg readings are not accurate or are not consistent with how you feel. You drop or damage your pdm or expose it to liquids. Your healthcare provider advises you to do so. When you perform a control solution test, if the reading is within the control solution acceptable range, the built-in bg meter is working properly. With the built-in bg meter, checking your blood glucose requires a very small sample size, 0.3 microliters of blood. Checking your blood glucose, chapter 4 / page 43. Warning: "low" or "high" blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, these situations can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Consult your healthcare provider for how to treat high and low blood glucose levels. Living with diabetes, chapter 11 / page 116. Warning: keep an emergency kit with you at all times to quickly respond to any diabetes emergency. Prepare an emergency kit to keep with you at all time. The kit should include: several new, sealed pods; extra new pdm batteries (at least two aaa alkaline; do not use rechargeable batteries); a vial of rapid-acting u-100 insulin (see the introduction for insulins approved for use in the omnipod® system); syringes or pens for injecting insulin; blood glucose test strips; additional blood glucose meter; ketone test strips; lancing device and lancets; glucose tablets or another fast-acting source of carbohydrate; alcohol prep swabs; instructions from your healthcare provider about how much insulin to inject if delivery from the pod is interrupted; a signed letter from your healthcare provider explaining you need to carry insulin supplies and omnipod® system equipment; phone numbers for your healthcare provider and/or physician in case of an emergency; glucagon kit and written instructions for giving an injection if you are unconscious (see "avoid lows, highs, and dka" on page 119). Living with diabetes, chapter 11 / page 119. Avoid lows, highs, and dka: you can avoid most risks related to using the omnipod® system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often.

Event description:
It was reported that the patients pdm (personal diabetes manager) was showing 48 mg/dl and his cgm (continuous glucose monitor) was showing 47 mg/dl while at home. Patient stated he then ate m&ms and went to the hospital. His blood glucose (bg) was about 70 mg/dl on the accu-chek meter by the time he got it checked at the hospital 3 miles away. Patient stated he cannot remember what the reading was on his pdm at 2:17pm when they checked his bg in the hospital but it still was not the same as theirs (77 mg/dl) and they advised that he calibrate the pdm meter because of the difference. He does not believe the pod was the cause of the low bg, he believes it is an issue with the pdm. Diagnosis specific to the medical event was hypoglycemia and hypertension of both lower extremities ¿ swelling of the legs. At the hospital they did an EKG and cdc. They did blood work, took the urine, checked the kidneys and did a complete workup and they said everything looked alright. The patient's blood glucose and insulin history are as follows: (B)(6).

Manufacturer narrative:
The pdm was found to have a nonfunctioning bg meter board, resulting in inaccurate bg readings. The pdm would return sporadically return readings that were below spec. Replacing the bg board resolved this issue.